Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio for an urgent low alert on the mobile application occurred. The patient stated that the dexcom did not alarm and they woke up sweating instead. No additional patient or event information is available. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.